Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was strenuously wheeling across a parking lot when the patient received 2 shocks. The shocks were for ventricular tachycardia (vt) which was thought to have been initially inappropriately withheld by an algorithm. The patient was also noted to be in a simultaneous supra ventricular tachycardia episode. The shocks were not indicated to be successful; however, the vt episode self terminated. Reprogramming was done to change the withholding algorithm and the patient's beta blocker medication was indicated to have been increased. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.